Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 5 months after the dental implant was placed in ada site 26 in the mouth, the implant did not integrate in type I bone. Clinician noted patient's peri-implantitis and insufficient bone quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation

Event description:
The clinician reported that 5 months after the dental implant was placed in ada site 26 in the mouth, the implant did not integrate in type I bone. Clinician noted patient's peri-implantitis and insufficient bone quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).